Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. A visual inspection and a power-on self test were performed. The cause of the f49 alarm code was determined to be damage to the main battery and cpu board. To correct the condition, these components were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have the f49 alarm code. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.